Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient did not get testing response during surgery and in the following days. X-ray showed the active electrode array being out of cochlea. Re-insertion surgery is scheduled in the next weeks.

Manufacturer narrative:
Based on the received information the active electrode was misplaced during initial implantation. X-ray showed the active electrode array being completely out of the cochlea. The implant registration card stated a full insertion during initial implantation, however it seems that this information was not correct, as a misplacement was confirmed by x-ray and no art responses were recorded during surgery. A revision surgery was carried out successfully, to insert the active electrode into the cochlea. The device remains implanted and in use. This is a final report.

Event description:
The patient did not get testing response during surgery and in the following days. X-ray showed the active electrode array being out of cochlea.